Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Conclusion summary: on january 30, 2017, it was reported that the dermatome fades when the skin is harvested. The customer returned an electric dermatome device, serial (B)(4), for evaluation. The customer also returned a power supply, serial (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial (B)(4) as documented in the vdoc service portal. Medicrea has not previously repaired/evaluated electric dermatome power supply serial (B)(4) as documented in the vdoc service portal. Initial qa inspection of the electric dermatome by medicrea on (B)(6) 2017 revealed that the motor did not have enough torque to make any rotation. The lever was worn and the control bar was bent. Repair of the electric dermatome was performed by medicrea on february 17, 2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, lever, ball plunger and control bar. The power supply had the voltage recalibrated. Electric dermatome, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the dermatome fades when the skin is harvested¿ was confirmed since during the initial inspection by medicrea it was noted that the motor did not have enough torque to make any rotation. The root cause of the reported event was due to the motor that did not have enough torque to make any rotation. The issue was resolved with the replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, lever, ball plunger and control bar. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the dermatome fades when skin is harvested. No adverse events were reported as a result of this malfunction.